Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low amylase (amy) and lipase (lip) results produced by the unicel dxc 600 pro synchron chemistry analyzer. There is an ongoing problem of erroneously low amy and lip results reported on patients with a confirmed diagnosis of pancreatitis. However, none of the results have been supplied to date. When the physicians question the results, the samples are diluted with saline and in each case; high amylase and lipase results are obtained. These results are consistent with the patients' clinical condition. Amended reports are issued. The customer has not received any report of patient injury requiring medical intervention of change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
The samples are lipemic. The level of lipemia is not known. Samples are not available from customer. When the customer receives another sample that demonstrates this situation, bci will be contacted and the sample will be investigated by the chemistry development department. A clear root cause for this event has not been determined to date. On a recur situation lip and amy serum levels could have been reported as false negative within levels that could jeopardize and/or delay the diagnosis of acute pancreatitis. A malfunction will be assumed for the purpose of this report.